Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported an error alarm on the insulin pump. Customer stated that the battery was showing full and the insulin pump was beeping instead of vibrating. Customer's current blood glucose reading is 123 mg/dl. No further information reported.